Event description:
It was reported that the customer experienced a recurring error, indicated by malfunction 12, on several dates. The issue caused the customer's blood glucose level to reach 577 mg/dl. The customer administered a correction bolus via the pump and did not require additional third-party assistance. Technical support decided to replace the pump due to this and a related malfunction.